Event description:
It was reported that during a unknown procedure, surgeon was not able to open the stapler after firing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: additional information: on what tissue type was the device used? At what location on the tissue? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Number 7. Or 8. Magasin. During which stroke did the event occur? 3. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White, blue and greeen. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes; I had to cut it away. Lucky, it wasn´t an artery or vein! Is there any other additional information you would like to share about this device or procedure? The staple was in some way blocked in the middle of the 3. Stroke. It felt like something came across in the line, and was locking the stapler totally. I couldn´t even open it by the release-button in the back or by using the red button on the side.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.